Event description:
The customer reported a phenylephrine over infusion. The infusion rate was programmed at 25ml/hr, vtbi 200ml, and the bag volume was 250ml. The bag was found empty 3 hours into the infusion, even though the device still had 147m vtbi. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: february 26, 2014. Internal file no: (B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with investigation results should the device be returned for evaluation.